Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular (rv) lead has experienced increasing pace thresholds since implant 5.5 months previous. A boston scientific field representative reported that thresholds were no better in either bipolar or unipolar configuration. An x-ray was not performed. The pt's physician elected not to perform a scheduled lead revision due to other pt health issues and instead scheduled the pt for a follow-up check in six weeks. No adverse pt effects were reported, and the pt is not pacing-dependant. As no additional info concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional info be provided.